Manufacturer narrative:
Investigation underway.

Event description:
It was reported by service report that the cot is not locking in the fastening system. It is unknown if there was patient involvement or adverse consequences.